Manufacturer narrative:
Investigation results: the handpiece was received for investigation and during testing, the unit did not overheat or smell like smoke. Further investigation found collet failure. In addition, it was noted that this handpiece was invoiced in april 2005 and has no history or repair. The customer will be contacted with additional product information.

Event description:
It was reported that during use of this drill, it smelled like it was burning and the handle got hot. There was no report of injury or surgical delay with this event. The procedure was completed as intended with another handpiece.